Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer's blood glucose level. The customer reported that battery capacity was less than or equal to 20%. Technical support educated the customer that insulin on board, maximum hourly bolus, and continuous glucose monitoring sessions were reset and that cartridge needed to be reloaded after pump shutdown. The customer continued to use the pump for insulin therapy.